Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the prescribed dose for paracetamol was 180mg (15mg/kg). However, the patient allegedly received 850mg (70.8mg/kg) instead. There was patient involvement but unknown outcome.

Event description:
It was reported that the prescribed dose for paracetamol was 180mg (15mg/kg). However, the patient allegedly received 850mg (70.8mg/kg) instead. There was patient involvement but unknown outcome. Although multiple requests have been made, the customer has not provided any additional information.

Manufacturer narrative:
Correction: returned to manufacturer on.

Manufacturer narrative:
Correction: concomitant med prod data omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: unique identifier (UDI) #, medical device serial #, device available for eval?, returned to manufacturer on, device eval by manufacturer? , device manufacture date, imdrf annex a,g,b,c and d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an overdose of IV paracetamol was not confirmed through a review of the logs or reproduced during laboratory testing. However, error log review found pressure sensors failure. ¿ laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. ¿ a replacement of the upper pressure sensor was carried out on both devices. The asm analog sensor task was performed with a known good pressure sensors on both devices. Both pressure sensors were found to be within of specification. ¿ review of the pump module error log showed one error code recorded on the reported day, 241.4150.0 (sensor broken high failure) at 4:09 pm this indicates failure in patient side pressure sensor system. The same error and error 240.4150 (sensor broken high failure) indicating a failure in the bottle side pressure sensor have been recurring since (B)(6) 2022. These are the only relevant error codes recorded. O according to the event log suspect pump module and concomitant syringe module were attached on (B)(6) 2024 at 8:31 am to the concomitant pcu s/n (B)(6) and an infusion of guardrails IV fluids (d12.5%hns+additive) was programmed on the ped critical care profile with vtbi of 45 ml and rate of 200 ml, infusion started at 8:33 am. At 8:33 alarmed for air in line four (4) times. O during the reported event day, several infusions of the same medication were performed, however, only 4 of them were successfully completed. The remaining infusions could not be completed due to user changes in vtbi or rate before their completion. O between 8:44 pm to 9:16 pm an infusion with rate of 200ml/h and vtbi of 76.033ml was completed. Around 10:19 am to 10:51 am the suspect pump module alarmed during different infusions for door opened and occlusion patient side and was turned off. O at 11:55 am concomitant pcu was turned on, drug d12.5%hns+additive was selected, at 12:48 pm an infusion expected duration of 4 minutes was completed. Between 12:49 pm to 2:51 pm suspect pump module alarmed for occlusion patient side during an infusion with rate of 250ml and vtbi of 500ml. O between 3:28 pm to 4:11 pm two infusions were completed successfully, the last recorded infusion with rate of 200ml/h and vtbi of 300ml was interrupted by the user as they turned off the pump module. O event log review was unable to confirm the facility reported programming parameters of 180mg (15mg/kg) or alleged received 850mg dose, neither record of reported drug during event day. ¿ the alaris system user manual (v12.3), states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ o the alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. O alaris system user manual recommends that the pump module is inspected for damage before each usage. Ensure no extraneous objects (for example, bedding tubing, gloves) are enclosed or caught in the pump module door. ¿ per the alaris pressure sensor tip sheet, to avoid pressure sensor damage, do not apply pressure to the center of the pressure sensors. ¿ the bezel assembly date code was noted as january 2017(recall affected). Pump modules manufactured between april of 2011 and june of 2017, using the plastic material fr-110, have the potential to separate at the bezel posts. Recall: mms-21-4400 was released in june of 2021. Note to repair center: device opened for investigation, please re-torque all screws. Please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the report of an overdose of IV paracetamol event could not be replicated during laboratory testing or confirmed through log review; however, error log review found a channel error code 241.4150.0 (sensor broken high failure), the probable cause could be attributed to a malfunctioning bottle side pressure sensor and patient side pressure sensor. Note that this report lists imdrf annex a040502, a1801, g02017, c0601, d01 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the prescribed dose for paracetamol was 180mg (15mg/kg). However, the patient allegedly received 850mg (70.8mg/kg) instead. There was patient involvement but unknown outcome. Although multiple requests have been made, the customer has not provided any additional information.